Event description:
It was reported that the patient experienced urinary incontinence caused by urethral atrophy with this artificial urinary sphincter (aus). Both cuffs and pump were removed and replaced. The balloon was drained and a new one was implanted. The patient is set to fully recover.